Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device has not yet been returned, therefore, a failure analysis of the complaint device has not been completed. If the device is returned, a supplemental medwatch will be filed with the evaluation. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
During a novasure endometrial ablation, the controller stopped after ablating for 40 seconds. The physician did a hysteroscopy and saw a perforation "in the upper portion of the fundus near the cornua". The physician could see bowel via the hysteroscope and reported "the bowel looked healthy and not ablated". He then performed a laparoscopy and cauterized the perforation site. Again, no bowel injury was seen. The pt was discharged home following the laparoscopy. On (B)(6) 2011, the physician's office reported the pt was seen in the office last week for follow-up and she is doing well. A hysteroscopy, dilatation, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.